Event description:
A falsely low advia centaur xp cea result was obtained by the customer and considered discordant when compared with the repeat sample result and the patient's previous test result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp cea result.

Manufacturer narrative:
The cause for the discordant advia centaur xp cea result is unknown. Quality controls are within acceptable limits. No conclusion can be drawn. The instrument is performing within specification. The IFU under the limitations section: "do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."